Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported approximately 5 years post the index procedure the patient presented to hospital with an aorto-tracheal fistula that was at the level of the stent graft. A valiant navion stent graft was implanted in the aortic arch to cover the fistula and a right carotid to left carotid to subclavian bypass was carried out prior to placement of the graft. The proximal end of the graft was placed at the level of the innominate and deployed into the existing valiant captivia graft. There was still slight filing of the fistula, but the physician expects it will clot off. Per the physician the cause of the event was anatomy related due to the patient's tissue. No additional clinical sequelae were reported and the patient is fine.